Manufacturer narrative:
Trackwise ID#: (B)(4). The device was returned to the factory for evaluation on 08/12/2024. An investigation was conducted. Signs of clinical use and no evidence of blood was observed. There were no visual defects observed on the intact returned device. The syringe was filled with 50cc of water to determine if there were any cracks observed. No leaking was observed. The plunger of the syringe was depressed with no physical or visual difficulties observed. Water was expelled from the syringe as the plunger was depressed. Based on the returned condition of the device as well as the evaluation results, the reported failure "no pressure" was not confirmed. The lot # 3000351883 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
Tw ID#(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoshield pressure controlling syringe had no pressure. They used it with a setting of 250mmhg, but since no pressure was applied, they changed the setting to 350mmhg and used it, but still no pressure was applied. The container was filled with water and inspected for leaks. As a result, the blood vessels did not swell and its use was discontinued. No medical/surgical intervention was necessary. They stopped using vh-5001 and used a regular syringe. There were no delays in the process. There were no effects on patient.